Event description:
Ercp completed without complication, but noted shredding of the coating of 2 guidewires by stonetome catheter. This did not affect outcome of procedure. Boston scientific rep notified and guidewires saved to be replaced.